Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient noticed serous drainage from their pacemaker site. The patient did not have a fever, chills, or other wound healing problems. A moderate degree hematoma in the pocket was noted. The patient was prophylactically treated with oral and topical antibiotics due to their history. The pocket was opened and an irrigation was performed. The cultures taken from the pocket were negative. The device remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was received, which indicated the device was later explanted and replaced.